Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After being instructed by technical support to plug the wall adapter into a known working outlet and charge the pump for at least 30 minutes, the customer followed these steps and did not report further issues, indicating that the problem was resolved.